Manufacturer narrative:
The establishment's representative indicated to the manufacturer's technical support team representative that the bed was lowered on a wall heater. Such action might have biased the bed exit gauches reading. The user guide stipulates that is important to always ensure that bed is clear of interference with other equipment parts or patient's body or other person prior to any operation of the bed. Recommendations were given about not jacking the bed on a wall obstacle. Reference for the recall: res 85592 recall 3009591865-04/28/2020-001-c.

Event description:
An establishment user contacted the manufacturer and reported that a patient was found on the ground beside the bed. The bed was reported to be armed at that moment. The device was reported not to have signaled the intention of the patient to exit the bed.